Event description:
The rod broke through the screw hole. There was no adverse consequence for the pt or delay in surgery or anesthesia time reported at this time.

Manufacturer narrative:
Summary of evaluation: requests were made for return of the device. The device has not been returned to co; therefore, evaluation of this event cannot be performed. A review of the device history record for this component is not possible as the lot code has not been provided. The info provided is insufficient to determine whether this event would be associated with the device.